Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/09/2016, a reporter contacted animas alleging that the pump wasn't working properly. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 9/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/24/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The pump successfully completed the 24 hour duration test with no errors, alarms, or warnings occurring. The investigation was unable to duplicate any issues with the pump because the pump information for the complaint date was overwritten due to continued use of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.